Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the io was inserted into the patient's right humeral head and was not able to unscrew the io. A second io was started and utilized. After leaving the patient at the emergency room, the non-functional io was removed from the patient. It was found that the piece holding sheath that remains in the patient's bone was not attached to the needle.

Event description:
It was reported that the io was inserted into the patient's right humeral head and was not able to unscrew the io. A second io was started and utilized. After leaving the patient at the emergency room, the non-functional io was removed from the patient. It was found that the piece holding sheath that remains in the patient's bone was not attached to the needle.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. One (1) 9079p-vc-005 needle, from a ez-io 45mm needle set + stabilizer (box o needle set was received for investigation. A visual inspection was performed to determine if the stylet had been subjected to any abuse/misuse/damage. Nothing noted. Note: this is a single stylet, minus the cannula, in a zip lock bag. The complaint cannot be confirmed visually. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint cannot be confirmed based on the defect sample that was returned. Defect description does not provide the information needed, and the single stylet does not explain what happened to remaining components of the needle set. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. The single returned stylet does not help determine what happened to the remaining components of the complete needle set. It should be mentioned that from a historical perspective, clinicians have reported during the intense moments of rescue and emergency treatment, clinicians will remove the needle set protective sheath with a twisting motion. If the sheath has been attached tightly, the twisting motion can remove the cannula with it and the sheath and the cannula be mistakenly discarded. That is not to say this is what happened in this circumstance. However, the certificate of compliance states that these lots were complete when they left the factory. This defect will continue to be monitored for any rising defect trends of the same nature.